Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 26x2.75mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and non-calcified right coronary artery (rca). After pre-dilatation, a 2.75 x 24 synergy¿ drug-eluting stent was deployed to treat the lesion. However, an edge dissection was noted. Subsequently, a 2.75 x 20 synergy¿ drug-eluting stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.